Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturers' reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided breast cyst, capsular contracture, and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture, right-sided breast cyst, and bilateral capsular contracture and granuloma. The patient was consulted with a medical professional on (B)(6) 2019. Ultrasound performed on (B)(6) 2019 indicated possible left-sided rupture and bilateral granulomas. The rupture was confirmed upon explantation. As a result, the patient underwent removal and replacement with two 450cc mentor memorygel breast implant (catalog #: 3504501bc , left serial #:(B)(4), right serial #: (B)(4)) on (B)(6) 2019. However, the patient reported that the devices were discarded, and they are not available for evaluation. This report is for the right prosthesis.